Manufacturer narrative:
Concomitant devices: boston scientific encore 26 advantage kit, cook 6f shuttle tuohy borst 90cm, 125cm cook-davis catheter, abbott copilot hemostasis valve, precise pro rx stent (lot# 15299167; catalog # pc0830rxc), 4.0x15mm boston scientific maverick2 monorail coronary dilatation balloon, 4.0x20mm boston scientific apex monorail balloon. Concomitant medications: pre-procedure, aspirin. Intra-procedure included heparin, atropine, neosynephrine and sodium bicarbonate. Post-procedure medications included aspirin and clopidogrel. Please note that this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00216 and 1016427-2011-00024.

Manufacturer narrative:
The complaint received states that during the index procedure this (B)(4) study patient suffered hypoperfusion and tia. This is a (B)(6) with medical history including hyperlipidemia, diabetes mellitus, coronary artery disease and hypertension. This patient meets the high risk criteria of bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment as defined as: symptomatic on both sides with >/= 50% stenosis, or asymptomatic on both sides with >/= 80% stenosis, or symptomatic with >/= 50% stenosis on one side, and asymptomatic with >/=80% stenosis on the other side. The patient was symptomatic at the time of the intervention with baseline nih stroke scale score of 4 (evaluation done one week prior to the procedure). Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 6.0mm vessel diameter. The arch ii lesion was eccentric with mild vessel tortuousity. A 6mm medium support angioguard rx embolic protection device was deployed and the lesion was pre-dilated. An 8x30mm precise pro rx stent was deployed at the target site. There was no dissection documented. Following deployment of the 8x30mm precise pro rx stent the patient had no flow in his left carotid and no grip on the right arm. 25mcg neosynephrine was administered. Post-dilatation was performed with a 4.0x20mm apex balloon at 16 atms followed by administration of the same dose of neosynephrine. The balloon and angioguard embolic protection device were removed followed by administration of the same dose of neosynephrine. The patient also had aphasia which was diagnosed as a transient ischemic attack. The hypoperfusion was resolved with medical therapy. The patient's mental function gradually improved to baseline within 30 minutes. The angioguard was discarded and the stent remains implanted thus unavailable for analysis. Lake region lot number 01422379 is cordis lot number 70510507. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422379. This packaging lot contained 148 units, which were shipped from lake region medical on june 2, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hypoperfusion and tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Hypoperfusion is associated with various possible events; such as lesion debris released after the stent is implanted and arterial spasm. The function of the angioguard device is to trap and collect the debris released from the lesion and prevents it from traveling into the cerebral vasculature. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00216 and 1016427-2011-00024.

Event description:
The email received for the (B)(4) study indicated that during index procedure following deployment of an 8x30mm precise pro rx stent the patient had no flow in his left carotid and no grip on the right arm. 25mcg neosynephrine was administered. Post-dilatation was performed with a 4.0x20mm apex balloon at 16 atm followed by administration of the same dose of neosynephrine. The balloon and angioguard embolic protection device were removed followed by administration of the same dose of neosynephrine. Carotid angiography was performed after which the patient was not responding to verbal commands. More neosynephrine was administered and the patient had aphasia with no grip to right arm. The patient also had aphasia which was diagnosed as a transient ischemic attack. The patient's mental function gradually improved back to normal within 30 minutes. The patient was symptomatic at the time of the intervention with baseline nih stroke scale score of 4 (evaluation done one week prior to the procedure). Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 6.0mm vessel diameter. The arch ii lesion was eccentric with mild vessel tortuousity. A 6mm medium support angioguard rx embolic protection device was deployed and the lesion was pre-dilated. An 8x30mm precise pro rx stent was deployed at the target site. There was no dissection documented.